Event description:
Routine complaint investigation after a complaint was received stating that the pharmacist accidently lanced self with one of the needles of a customer. The pharmacist reportedly believed the lancelet appeared to be new and unused as there did not appear to be blood on the needle. Medisense customer support personnel suggested the pharmacist seek medical treatment to confirm this and also to notify the store manager of the incident. The pharmacist was grateful for the company's attention to detail and advice. It is unknown at this time if any medical treatment was obtained.